Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level displayed as "high"; although a specific value was not provided, and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage.